Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2023-08346. It was reported that the patient had high impedances on both leads and lost effective therapy as a result. Surgical intervention was undertaken to explant and replace the leads. Effective therapy was established postoperatively.